Event description:
The philips field service engineer reported that the defibrillator did not charge during testing. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.